Event description:
The customer reported zipper damage on the side b panel the slider and pull tab are missing. This was discovered during setup in their warehouse and there was no patient contact.

Manufacturer narrative:
(B)(4) - zipper slider, pull tab missing. Results - evaluation of the returned product found that on the oval panel side a the window zipper slider body is open and the zipper tape has 1 inch broken stitches. The top ridge zipper has the pull tab missing. Panel side b window zipper slider is missing. Window b has a 1/2 inch tear/hole in netting, panel side c has 1 inch broken stitches on both of the legs. The canopy was repaired and returned to the customer. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).